Event description:
The customer reported that within three hours after pt being intubated, the medical team noticed that the inflating tube that links the pilot balloon and the probe was found to be broken. The customer reported that the pt was reintubated right away but with great difficulties. The customer reported that about 4am due to either deflation of the balloon or the difficulty during the replacement of the tube, the pt suffered from subcutaneous emphysema (confirmed by xray and scanner) and a tracheal wound. The customer reported that the tracheal would did not heal and the pt passed away due to septic shock. Covidien is attempting to gather further details associated to this report however, the customer did confirm that there was only one tube involved in this incident.

Manufacturer narrative:
One sample was received for evaluation, no lot number was provided. A visual inspection was performed and it was observed the tube is missing the inflation line. This component was not received for evaluation. The reported customer issue was confirmed from visual inspection of the returned sample however; manufacturing is unable to determine the cause of the reported event as the sample was received in a condition that made complete analysis impossible. (B)(4).

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.